Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, possible vascular occlusion, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+) dermal filler lot 100113213 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event. While the nurse practitioner felt the events were not related to the radiesse(+), the events occurred in close enough local and temporal relationship with the radiesse(+) injection to be assessed as possibly related.

Event description:
This spontaneous report was received form a us nurse practitioner and concerns a female patient. The patient was injected with radiesse. After the injection with radiesse, the patient experienced an unspecified adverse event to the nasolabial folds. The reporter was concerned about necrosis. Outcome not reported. Follow up information was received from the reporter on 24-jul-2019: the reporter did not believe the event was a necrosis as initially thought. The patient developed a badly bruised area about the size of a pointer finger fingernail, estimated at about 1 cm. She also had a lot of erythema along the nlf and under the nose as well as 4-5 tiny pustules in that area. Her pain level was 2 out of 10. It looked like a secondary infection. Corrective treatment was mupirocin ointment and bactrim ds (sulfamethoxazole / trimethoprim). The events of bruising, pain, and pustules resolved the following day after starting the medications. The event of erythema is improving. In the opinion of the reporter, intervention was not needed to prevent a permanent damage. Follow up information was received from the reporter on (B)(6) 2019: the case was upgraded to serious. The product was changed from radiesse to radiesse(+) based on the lot number. The patient's initials, age, date of birth and weight were provided. Medical history positive for hypothyroidism and injection with other facial fillers. Concomitant medications reported as none. On (B)(6) 2019, the patient was injected with one 1.5cc syringe of radiesse(+)(previously reported as radiesse) to the nasolabial folds (nlf) and marionettes. Lot 100113213 (expiry 09/13/2020). Onset of events reported as (B)(6) 2019. Corrective treatment reported as prednisone, which was prescribed after consulting a plastic surgeon, and ipl laser to treat redness. The erythema, bruising, and skin darkening resolved after two weeks (previously reported as the day after starting medications). Patient's diagnosis reported as vascular occlusion more probable than infection. In the opinion of the reporter, the events are not permanent, treatment was necessary to prevent a permanent damage, and the events are not related to radiesse(+).outcome reported as improved. There is minimal pink area to the skin.